Event description:
It was reported that during implant attempt, the lead was too small to be stable in the vein. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however blood/body fluid (not obstructed) noted on all conductors; full lead returned and analyzed.